Event description:
It was reported that during an unknown procedure, the clip ejected. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the instrument was returned in good visual condition. The instrument was cycled and ejected the remaining nine clips. The instrument lock out was functional. A corrective and preventive action has been initiated to address the root cause of the finding.